Event description:
It was reported that a patient presented for a procedure with episodes of oversensing due to noise on their right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.